Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion test, occlusion test, prime alarm, force sensor test and excessive no delivery test. The insulin pump was used a liquid reservoir test and run a couple bolus then monitored for any bubbles anomaly. No air bubbles anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and air bubbles in the tubing. Customer stated the air bubbles were resolved when they received a loaner insulin pump. Blood glucose level at the time of the incident was 200 to 400 mg/dl which was treated with manual injection. Customer declined troubleshooting for high blood glucose and air bubbles as it has been completed previously. The insulin pump will be replaced/returned for analysis.